Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. The customer complaint of damage component - leak could not be verified. The sample received was a new and unused sample still in the packaging. Visual inspection was conducted on the packaging and infusion set. No physical damage was identified. The set was primed and a simulated infusion was conducted. There were no leakage, air-in-line or occlusion failures with the infusion set. A device history record review for model 2426-0007 lot number 20119024 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 27nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20119015 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 19nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the customer complaint could not be determined because the reported failure mode could not be replicated. H see h10.

Event description:
It was reported that as lvp 20d 3ss cv was damaged and leaked. The following information was provided by the initial reporter: material #: 2426-0007 batch/lot #: 20119015, 20119024 it was reported that the rn found a small hole at the end of the primary line. Verbatim: event: patient report stating that her bed was wet and thought her IV may be leaking. Rn went in to assess and after flushing IV and checking the line, found a small hole at the end of the primary line near where it connected to the patient. What was the date and time of event? 12/22/2020 @ 0245 did this event occur during patient use? Yes are you able to provide the serial numbers of the devices involved? N/a if possible, please provide material number and lot number of tubing involved: unknown if packaging was saved. Are you able to send the devices in for investigation? N/a are you able to send the tubing involved in for investigation? Yes medication involved: normal saline carrier (primary infusion) ampicillin (omnipen) 2,000 mg (secondary infusion) size of container: normal saline carrier: unknown, ampicillin: 100 ml was there any harm to the patient? No

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119015. Medical device expiration date: 2023-11-19. Device manufacture date: 2020-11-19. Medical device lot #: 20119024. Medical device expiration date: 2023-11-27. Device manufacture date: 2020-11-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv was damaged and leaked. The following information was provided by the initial reporter: material #: 2426-0007. Batch/lot #: 20119015, 20119024. It was reported that the rn found a small hole at the end of the primary line. Verbatim: event: patient report stating that her bed was wet and thought her IV may be leaking. Rn went in to assess and after flushing IV and checking the line, found a small hole at the end of the primary line near where it connected to the patient. What was the date and time of event? (B)(6) 2020 @ 0245. Did this event occur during patient use? Yes are you able to provide the serial numbers of the devices involved? N/a. If possible, please provide material number and lot number of tubing involved: unknown if packaging was saved. Are you able to send the devices in for investigation? N/a. Are you able to send the tubing involved in for investigation? Yes. Medication involved: normal saline carrier (primary infusion) ampicillin (omnipen) 2,000 mg (secondary infusion). Size of container: normal saline carrier: unknown, ampicillin: 100 ml was there any harm to the patient? No.